Event description:
It was reported that this left ventricle (lv) lead was exhibiting noise. The lead remains in service. (B)(6) technical services (ts) discussed that the noise on lv lead will not prevent right atrial (rv) pacing, however it will prevent lv pacing and crt therapy. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).